Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer, black bent caster wheels were hitting the footplate caused by bent sector block.